Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer's blood glucose level declined to 20mg/d. Customer treated with 3 glasses of orange juice. Troubleshooting was declined. No significant event leading up to the incident was mentioned.